Event description:
The instrument broke during screw insertion. Info was rec'd indicating that pieces of the instrument fell inside the pt. All pieces but one were retrieved; however, it is not known if the one missing piece fell in the pt or is somewhere in the operating room.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.